Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative reporting the ins serial number and that they had no further information. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient had the implantable neurostimulator (ins) in their back but stimulation had not been turned on yet. The manufacturer representative called the patient to help the patient turn stimulation on. Per the patient they were instructed to press the "enter" button and then the "left" button. It was then reported that the manufacturer representative had told the patient not to press any other buttons because it would zap them. It was clarified that the patient had not actually been zapped but that the representative just wanted to make the patient aware. It was reported that stimulation worked for a minute and then it stopped. Stimulation only worked twice. The patient could feel stimulation come on and felt tingling but then the tingling stopped. The patient mentioned that the manufacturer representative had tape and rubber bands on the external equipment but the patient did not know why. The patient was reported to be confused and was not able to clarify as they had been coming out of sedation when they were taught what to do and had therefore missed a lot of the instructions. It was noted that the patient had an appointment scheduled for (B)(6)2017. No further complications were reported.